Event description:
It was reported that six months post stent placement procedure in iliac artery, the patient allegedly felt pain in the lower extremity. It was further reported that upon examination the stent was found fractured. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation. One image of an x-ray screen was provided for evaluation; the image demonstrated the placed stent inside the left sfa respectively iliac artery. Based on the photo three stents have been placed in an overlapping manner. Based on the quality of the image a stent fracture or any irregularity could not be determined. Therefore, the investigation is closed with inconclusive result. Based on the information available a definite root cause for the reported issue could not be identified. Labeling review: the instructions for use describe the stent deployment procedure by stating: 'confirm that the introducer sheath is secure and will not move during deployment (...) To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' Balloon pre and post dilation was addressed: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' The IFU further state: 'cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.' H10: b5, d4 expiry date (06/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, the photo was provided for review. The investigation of the reported event is currently underway. Expiry date (06/2021).

Event description:
It was reported that six months post stent placement procedure in iliac artery, the patient allegedly felt pain in the lower extremity. It was further reported that upon examination the stent allegedly ruptured. The patient status is unknown.